Event description:
Lost use of limbs, use of electric wheelchair [motor dysfunction], heart attack [myocardial infarction], nerve damage [nerve injury], zinc poisoning [metal poisoning]. Case description: a consumer reported that their mother, (B)(6), used (B)(4), form/version unk everyday, unspecified total daily use beginning 1986 or 1987 when she had her teeth removed, and died of a heart attack due to zinc poisoning on (B)(6) 2010. The consumer's mother started having nerve damage four years earlier and slowly lost the use of her limbs, getting so bad she had to have an electric wheel chair. The consumer reported that no one could tell them what was wrong with their mother. The case outcome was fatal. Past medical history included medical history - teeth were removed in 1986 or 1987, denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.